Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a b30 scope communication error. There was no patient involvement.

Manufacturer narrative:
Although the device was not returned to olympus for inspection, the evaluation results were provided by a 3rd party. A root cause could not be identified. Based on the results of the investigation, the likely cause of the b30 scope communication error was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.